Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited threshold fluctuation. The site where the patient's implantable pulse generator (ipg) was implanted was opened and the ipg was repositioned. At this point the patient's blood pressure decreased and pericardial effusion was noted. The patient was hospitalized and further intervention is planned. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.